Event description:
The manufacturer representative (rep) reported that impedance measurements resulted in 754-1089 ohms from low to high for electrode impedance. The group impedance was 432 ohms. The patient was not getting stimulation response for the last two years, but the patient was feeling stimulation on the day of the report. The sensation was in the right leg which is where they had stimulation before to relieve the leg pain. The stimulation sensation was in their leg at the time of the report, but still no pain relief, and the sensation was not as strong. The patient was at the hospital to have the implant replaced. The rep was told that changing the battery may not resolve the patient's pain issue since the implantable neurostimulator (ins) battery was good at 2.9 volts, and they did not see an elective replacement indicator (eri) status when they checked the implant. They only saw the ins clock message when they interrogated the implant. They did have therapy off for a while. The patient might have had reprogramming in the past. The ins status was 3.6 volts, 40hz, 420 usec, 16 hours usage= 38 months longevity, the current battery voltage was at 2.90 volts. Other relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.